Event description:
It was reported while using a bd 64" (163 cm) stdbore ext set w/two 4-way the tubing was defective. There was no report of patient impact. The following information was provided by the initial reporter: in addition, another defective tubing was identified but not reported with a patient event. The defective tubing was dropped off in my office on 9/9/2022. It is the same lot number ending in x30.

Manufacturer narrative:
H6: investigation summary: a complaint of defective tubing was received from the customer. No product or photo was returned by the customer. The customer complaint of tubing defective/ damaged could not be verified due to the product not being returned for failure investigation. A device history record review for model mx4450 lot number 22049030 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported while using a bd 64" (163 cm) stdbore ext set w/two 4-way the tubing was defective. There was no report of patient impact. The following information was provided by the initial reporter: in addition, another defective tubing was identified but not reported with a patient event. The defective tubing was dropped off in my office on (B)(6) 2022. It is the same lot number ending in x30.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.